Event description:
Boston scientific received information that remote monitoring of this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular lead displayed a high out of range shock impedance measurement. This information was provided to the physician and as the values were within normal range during the follow-up, a decision was made to further monitor this system. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.